Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality control indicate there was no reagent issue. The customer typically allows the samples 20 minutes to clot and then visually inspects tube for clots. Per the tube manufacturer, clotting time was 60 minutes. The alarm trace from the day of the event contained a message "sample volume insufficient or clot pipetted". This alarm is an indication of insufficient sample quantity and supports the hypothesis that the short clotting time might have caused the error. The liquid level detection error could also be cause an erroneous pipetting of sample or reagent.

Event description:
The customer received questionable troponin t stat (tnt), digoxin, and n-terminal pro b-type natriuretic peptide (probnp) results on their e411 analyzer. The customer provided information for three patients, of which one had discrepant results reported outside the laboratory. All repeat testing was performed on the same e411 analyzer. The patient had an initial tnt result of 0.07 ng/ml that was reported outside the laboratory. The initial tnt result did not match the patient's history and it was re-tested. The repeat result was 0.42 ng/ml. The customer believed the repeat result to be correct and it was issued as a corrected report. Testing for patient one was performed on plasma samples from the same tube. No patients were adversely affected by this event. The tnt reagent lot number was 16234301 and the expiration date was 05/31/2012. The field service representative found a possible liquid level detection (lld) issue due to the lld voltage being set too high. He adjusted the lld voltage and verified the sample/reagent and sipper alignments. Performance testing was done with results within specification. The customer ran calibration and quality control with passing results. The system operation met specification.